Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas plus valve was not programmable and not able to be flushed. The valve was implanted on (B)(6) 2020 and on (B)(6) 2020, the patient was taken back to the operating room for a shunt revision. The valve was explanted, and a new certas programmable valve was placed.

Manufacturer narrative:
UDI: (B)(4). The certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the tests for programming, occlusion, leak, siphon guard, reflux and pressure no root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for the problem reported by the customer could be due to "biological debris and protein build up, no functional issues were noted during the investigation.